Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was 3 cm long, and it was 19 mm in diameter proximally and 5 mm below that it went up to 24 mm. It was reported that a bfxc2615135 bifurcated stent graft was deployed 7 mm below the renal artery; however, there was a large type 1 endoleak likely due to infolding of the stent graft because of over sizing. An aortic cuff was implanted within the previously implanted bifurcated device and it expanded 70 % at the top and 50 % at the bottom. The cuff was ballooned with another manufacturers' balloon; however, when the balloon was deflated the cuff went back to its original dimensions. The physician decided to implant a 2 iliac limbs from another manufacturer. The first iliac limb was outside the aortic cuff by first advancing a guide wire between the aortic wall and the cuff. The second iliac limb was implanted within the aortic cuff stent graft. Both limbs were ballooned. There was still a type 1 endoleak present and it is of the physician's opinion that the endoleak will resolve. No additional clinical sequelae were reported and the patient is fine.